Event description:
The nurse reported a problem with the system power on/off, and then she could not turn off the system. The surgeon completed the planned anterior vitrectomy manually via a syringe. One patient was under anesthesia, and three cases were cancelled and rescheduled. No patient injury was reported.

Manufacturer narrative:
No samples have returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.